Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during a pump exchange via thoracotomy approach, the surgeon observed a lot of bleeding after the ventricular assist device (vad) was inserted into the original sewing ring. Upon examination, the surgeon noticed the o-ring had broken. The surgeon repaired the o-ring with suture and strategically placed it onto the vad. There was no reported procedural delay. Bleeding not observed during the remainder of the surgery and there were no reports of bleeding twenty-four (24) hours after surgery. The surgeon believes that they did not loosen the sewing ring enough and this is what caused the o-ring to break. Photos are not available. No further information was provided.

Manufacturer narrative:
The o-ring from (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated o-ring met all requirements for release. The reported event could not be confirmed since the device was not returned and no supporting evidence was provided by the site. However, heartware has initiated an investigation to evaluate o-ring damages. Based on this investigation, the most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.